Event description:
It was reported all electrode impedances were reading >3600 ohms except for electrode 1 and 2 which was 1052 ohms. The pt felt no stimulation sensation. The symptoms began approximately one week prior when the pt was reaching for an item in the shower. At that time the pt felt a surge and then, a gradual decrease in stimulation. The following day, there was no stimulation. The pt was seen for reprogramming. The device was reprogrammed and the pt was sent home with great coverage.

Manufacturer narrative:
(B) (4).